Event description:
The pod history shows that the customer's bg levels remained consistently high (498 - greater than 500 mg/dl) over a 14.5 hour period despite numerous correction bolus attempts. As a result of the high bg's, she was hospitalized, while in the hospital the pod initiated an occlusion alarm. Prior to placing the pod, the customer "checks for scar tissue" when selecting the site. The customer has spoken with her healthcare provider about occlusions and is considering going off of the omnipod system if a resolution can't be found. Her length of stay in the hospital and the treatment received was not provided. The pod was discarded at the hospital and will therefore not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, the cause of the reported occlusion alarm cannot be determined. In the absence of a device eval and based solely on the info provided in the report, no conclusion can be drawn. An occlusion alarm is a safety feature of the pod intended to alert the customer to an obstruction of the fluid path. We are unable to determine whether the alarm resulted from a mechanical issue (i.e., a kink or bend in the cannula) or from a physiological issue (i.e., an obstruction resulting from the pod being placed on a muscle or scar tissue). The pod was removed (and discarded) after the alarm, per user guide instructions. By initiating the occlusion alarm to alert the customer, the pod had functioned as designed. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The customer's pod history shows that the device had been worn for 12 hours after the first bolus was administered before medical attention was sought for bg levels that failed to lower. A review of lot qualification records was performed and no issues were found that resulted in an occlusion alarm. The lot passed the acceptance criteria. (B)(4).